Manufacturer narrative:
The product was returned to the manufacturer for evaluation but was scrapped and the root cause is unable to be confirmed. Even though root cause is unable to be confirmed previous investigations have determined that the root cause of failure to distract events may be due to bending force applied during the distraction sessions, patient's daily activities, locking pin failures, or users distracting the rod incorrectly.

Event description:
See updated information in h10.

Manufacturer narrative:
The product was returned to the manufacturer and the device evaluation findings are not yet available. No x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed for failing to distract. As per the reporter, all extensions were to occur openly in-situ. There was no patient injury reported.